Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the implantable cardiac monitor (icm) device was loaded into the insertion tool in the incorrect direction, which resulted in diminished sensing. The device had to be reinserted into the same location. The device remains in use. No patient complications have been reported as a result of this event.